Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical stress was applied to insertion section during device handling by the user. As a result, peeling occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿ 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to a pinhole on bending section cover or distal sheath rubber water tightness is lost; distal end has a scratch; adhesive on bending section cover or distal sheath rubber is detached; due to wear of angle wire, bending angle in up/down direction does not meet the standard value; control unit is sticky due to water leakage; electric connector has corrosion due to water leakage; control unit has a scratch; universal cord has a scratch and connecting tube has coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the bronchovideoscope, image has black shadows. The issue occurred during the preparation for use. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that connecting tube has coating peeling. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.